Event description:
It was reported that patient needs an MRI but MRI mode cannot be activated because one of the monopolar contacts is flagging to be I nvestigated, impedance is 2234. Caller is inquiring if they can still proceed with scan without dbs in MRI mode. Caller noted that patient's hcp is not concerned about this impedance value. Technical services reviewed statement in MRI labeling on page 14 - "MRI mode must be used for MRI scans if the patient has a b35200 percept pc neurostimulator" additional information received from the manufacturer¿s representative (rep) reported the patient was experiencing pulling in their neck related to scarring around the extensions. The physician released the scar tissue on (B)(6), but while he was doing the procedure, he unplugged the extensions and reinserted them (he did not replace the battery). After they did this the impedances were normal, and the patient went on to have an MRI scan. It was noted the physicians were never concerned about impedances because the value was just slightly high and were curious if they were anyway to override the programmer and put the neurostimulator into MRI mode.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2020, product type: extension. Product ID :3708660, serial#: (B)(4), implanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 31-aug-2024, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 31-aug-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.